Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on customer service representative (csr) documentation, as when contacted regarding obtaining further information the patient declined to answer any further questions regarding the issue. It is unknown how the patient manages his diabetes or when the meter issue first began. The patient reported that he did a blood glucose test at home and obtained a reading of ¿over 400 mg/dl¿, in response to this he went to hospital. The patient reported that at the hospital he was given a ¿glucose injection¿, then obtained the comparison result of ¿358 mg/dl¿ on the subject meter compared to ¿220 mg/dl¿ on the hospital meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. The patient denied developing symptoms at any point. During troubleshooting, the patient described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct testing steps, but the test strips had expired. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter (control solution was past expiry date). The products were requested back and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment by a health care professional that could be for a serious injury adverse event. The subject meter could not be ruled out as a cause or contributor to the event.